Event description:
International affiliate reports that during a transforaminal lumber interbody fusion procedure, the spinal cage was inserted but the surgeon decided to remove and reinsert the device. Upon the second insertion, the section of the leopard cage that surrounded the threaded rod of the cage inserter broke off. The surgeon implanted the remaining major portion of the cage. As a compromised device was implanted, a medwatch report is being submitted to document this event.

Manufacturer narrative:
No definitive conclusions can be made as the device is not available for evaluation and its lot# is unknown. The surgeon has suggested that breakage may have occurred as a result of the removal and reinsertion of the implant. The most likely cause of the event is the application of atypical force upon the cage during its insertion. As indicated in the accompanying IFU, excessive torque, when applied to long handle insertion tools, can cause splitting or fracture of the cage. Split or fractured implants should be removed and replaced. At this time, the complaint is considered to be closed.